Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 2 9631, serial/lot #: (B)(6), product ID: 29631, serial/lot (B)(6). H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a soft tissue ablation (neuro) procedure. It was reported that during a soft tissue ablation (neuro) procedure for epilepsy, the automated trajectory guidance unit exhibited a 2-3mm inaccuracy in the superior direction, which was detected post-incision and after catheter placement. The catheter was found to be not in the ideal location (malposition), and the issue was related to the software of the navigation system. Intraoperative imaging with an imaging acquisition system (ias) spin was performed to confirm catheter placement and detect the inaccuracy. Auto-registration using ias was completed, and navigation accuracy was regularly verified throughout the procedure, with 'accuracy to target' numbers between 0.1mm and 0.3mm during drilling and anchor placement. The inaccuracy was identified on the post-procedure imaging, prompting clinical discussion. It was decided to proceed with the procedure in mr to assess further outcomes. The surgery was not delayed or discontinued, anesthesia had been administered, and navigation was not discontinued. There was no immediate patient harm, and the patient was reported alive with no injury; however, it was unknown at the time of the report if the catheter malposition would affect patient outcome for epilepsy, as this determination requires additional time.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735831, version #: 2.0.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: software was returned for analysis. The logs and two sessions were identified on incident date. User performed biopsyoptical in first and second sessions. The user repeatedly navigated between images, mergeimages, and plan, with intermittent checks in equipment and instruments, multiple attempts at registration and navigation, occasional export actions, and ultimately returned to selectprocedure, indicating a non-linear workflow with repeated back-and-forth transitions rather than a single continuous flow. Two o-arm scans were identified in the session. Scan 1 completed successfully and the ias auto-registration was committed using the small passive cranial frame (trackerside left); this registration was used for the 48-minute navigation session. Scan 2 failed to register ¿ the cranial frame was not visible to the localizer at scan initiation, resulting in all o-arm dicom private tag fields being unpopulated (isgood = 0); no navigation was performed on this scan. Both microcal logs and archives were not available at the time of the incident. There was insufficient information to determine root cause of reported behavior. Sw logs and archives were not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Codes b01, c19, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.